Event description:
It was reported that following the implantation of an elevate posterior, the patient experienced a lower urinary tract infection. On (B)(6) 2015, the patient came in for a follow up visit and was urinalysis (ua) positive and sent for a culture and sensitivity (c&s). The patient saw her primary care physician on (B)(6) 2015 with a positive ua with no symptoms, but was given amoxicillin for 7 days. The patient completed the antibiotics. The patient was not symptomatic so it was decided to wait until the c&s came back to prescribe the proper antibiotics. On (B)(6) 2015, the ua showed >100,000 cfu/ml citrobacter frenduii and 75,000 cfu/ml proteus vulgaris. On (B)(6) 2015, the c&s final results came back and macrodantin 100mg, every bedtime for 10 days, was prescribed. The patient was then to follow up in 2 weeks for a re-test of urine. The patient came in for a follow up appointment on (B)(6) 2015. The clean catch urine was nitrate -, leukocyte+++, and the patient was sent for another c&s. The physician said that due to her age, retention and self-catheterizing daily, that she may not get to the point of not showing leukocytes on a ua. The patient stated that she was "feeling better" once she started self-catheterizing. On (B)(6) 2016, the patient described sudden onset of burning with urinary and stated that her urine had a strong odor. The ua was positive for both nitrates and leukocytes. The patient was sent for another c&s and took a round of levaquin 500mg, each day, for 3 days. On (B)(6) 2016, the patient was seen for another follow up for her uti and the ua was negative. The event was considered resolved/recovered with no sequelae on (B)(6) 2016. If additional information is received, a follow up report will be sent.